Manufacturer narrative:
(B)(4) date sent: 11/10/2022

Manufacturer narrative:
(B)(4), date sent: 01/12/2023. D4: batch # 599a07. Investigation summary: during the inspection at the pi lab, the device was tested for functionality, and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. Therefore, the reported condition could not be confirmed. However, when the reset battery was inserted, the device reset without depressing the trigger. The test battery was reinserted after the reset and the device would fire without depressing the trigger. The device was sent to cincinnati for analysis. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. When the test battery was inserted into the device, the device would auto-fire without depressing the trigger. After cleaning the s1 fire switch trigger with isopropyl alcohol, the device would fire and reset normally. Since the device operated normally after cleaning, the most probable cause of the automated firing is bodily fluid ingress during surgery. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the device firing and forming all the staples as well as completely cutting the test media and the breakaway washer without incident, would not fire issue reported could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic high anterior resection on the rectum sigmoid, the device could not be fired. The tissue compression scale backlight was illuminated when the battery was inserted. When exposing the trocar from the rectum, no energy device was used. The tissue compression scale backlight became not to be illuminated when the anvil and the trocar was attached, and the device could not be fired. The battery was replaced, but the issue did not improve. The nelaton catheter was used to remove the device. The anvil of the device in question was placed as it was, and another device was used to complete the case. No additional cut was performed when replacing the device. There were no additional port holes, changes in technique, or creation of a colostomy due to this event. The patient is stable after the operation. There were no adverse consequences to the patient. No further information is available.